Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, It was indicated that a sticky grip, universal cord, and UD plate was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction: A degradation problem and stress problem was identified. The most probable cause is traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.